Manufacturer narrative:
Device evaluated by MFR? (B)(4).

Event description:
It was reported that the patient had an infection and surgeon decided to replace the generator. Device history records for the generator were reviewed and confirmed hp sterilization prior to distribution. Return of the generator is not needed as it will add no value to the investigation and the root cause is known.

Event description:
Patient had a full explant due to infection at both the neck and generator site.